Event description:
Per the audiologist, the pt underwent two revision surgeries to remove excess tissue growing around the abutment. The first revision surgery was in 2006 (exact date not reported). During the second surgery in 2007, the soft tissue was removed from underneath the original skin flap. The tissue surrounding the site was undermined, and the original skin flap was replaced with skin from the pt's shoulder.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.